Event description:
It was reported, the surgeon was using a reduction instrument to fix fracture, the end of instrument broke off. It took the surgeon 75 minutes to remove the broken piece of the instrument.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: investigation revealed the subject product to be a concomitant item. The device did not contribute to the event.

Event description:
It was reported, the surgeon was using a reduction instrument to fix fracture, the end of instrument broke off. It took the surgeon 75 minutes to remove the broken piece of the instrument.